Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer woke up in the middle of the night and her blood glucose was high. Customer tried to take a bolus and the pump was not working. Customer's blood glucose was 200 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces and button error alarm during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.